Event description:
The surgeon attempted to implant a lens but it was damaged during insertion. The lens was removed for iol exchange. The surgeon enlarged the incision and sutures were required. The pt's prognosis is excellent and the post-operative best visual acuity was 20/25.